Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported interrogation displayed multiple ventricular tachycardia episodes in the episode screen. However, these episodes could not be viewed prompting a programming error and the programmer reboots the system. Reprogramming changes were made. The vt episode screen was accessible. Device remains implanted.

Event description:
New information received states that the same problem has reoccured. The device could not be fully interrogated due to an ongoing episode. A firmware download was performed and restored the normal device function.

Event description:
New information received states the stored egm could not be restored due to loss of egms and markers. The device is in noise reversion mode. A software download was scheduled. No further information is available.